Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.08705 inches. No over or under delivery anomaly noted testing. Device communicated properly with the guardian link 3 and test plug. Device entered into auto mode properly. No auto mode anomaly noted during testing. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they experienced low blood glucose on (B)(6) 2018 with blood glucose of 39 mg/dl at the time of the incident. The customer was using auto mode at the time of the incident. The customer was at 270 mg/dl at the time of the call. The customer used food to treat. The customer was wearing the insulin pump during the incident. The customer stated the pump was over delivering. Troubleshooting was completed for the low but was not completed for the current high. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating, basic occlusion, occlusion, force sensor, displacement and the dat test at 0.08705 inches. No over or under delivery anomaly noted testing. The device communicated properly with the guardian link 3 and test plug. The device entered into auto mode properly. No auto mode anomaly noted during testing.